Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. "Broken abocath n° 24: when inserting or trying to cannulate it feels hardened, it is removed and there is evidence of needle on one side and catheter on the other side.